Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that site's programming wand was defective, as it was not able to establish communication with a vns generator. The programming wand was returned to manufacturer. Product analysis is pending.